Event description:
It was reported that the jaw of the 2mm upbiting micropituitary was broken during use in surgery. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine the cause of the event.